Manufacturer narrative:
Date rec¿d by MFR : 25jul2019. The philips service engineer (fse) confirmed the reported failure touch screen failure and also identified the touchscreen would not calibrate. The fse replaced the touchscreen and returned the unit to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
MFR received date: 17 sep 2019. Date of report: 18 sep 2019. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician performed resistance measurements on the returned touchscreen assembly and identified the touchscreen measured resistance and resistance ratio are out of specification. The resistance ratio was out of specification. Fault was found with the returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.